Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 12feb2021

Event description:
The customer reported blower stalled alarm when powering on the unit. The customer contacted product support and reported error in the significant event logs. The customer advised had same error a month ago and replaced the blower, motor controller (mc) pcb and data acquisition (da) pcb. The customer reported all voltages are correct in the pneumatics screen. Product support advised per signal path in the service manual suspect the (da) pcb. Provided part ID for the data acquisition. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Insufficient information is available to determine the resolution and disposition of the event. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.